Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j10966r01, implanted: (B)(6) 2002, product type: catheter. Product ID: 8575, lot# n120280, implanted: (B)(6) 2008, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient was ¿completely asymptomatic¿ and had no idea that the pump was empty. The patient had been switched from simple continuous to flex dosing ¿a last minute change at the patient¿s prior refill.¿ the nurse reportedly never printed the logs after the change, and the refill date was never adjusted in the paper work. The refill date programmed into the ptm was based off of the printout prior to the change to flex dosing. When the patient scheduled their refill appointment it was based on the wrong refill date. The reporter and nurse went through the pump logs as a troubleshooting step and they couldn¿t find anything and it was at that time that they remembered that the dosing had been changed. The patient was fine now and was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The following previously reported statement does not apply to this event: ¿the refill date programmed into the ptm was based off of the printout prior to the change to flex dosing.¿ (B)(4).

Event description:
It was reported that there was a pump problem with regard to a critical alarm due to zero ml reservoir volume reached, which was currently alarming and was confirmed by telemetry. The low reservoir alarm occurred (B)(6) 2015 and the empty reservoir alarm occurred (B)(6) 2015. The reporter noted that a printout from the last refill ((B)(6) 2014) had an alarm date of (B)(6) 2015 and an infusing mode of stopped pump, and stated that the current infusion mode was flex dosing. The pump was interrogated and the logs confirmed that the pump had been updated on (B)(6) 2014 at 16:25, 15:48, and 15:42. The pump was used to infuse bupivacaine and morphine (unknown). No intervention or outcome was reported for this event. Follow up was conducted to obtain further information but it had not been received at the time of this report. If additional information is received, a follow up report will be sent.